Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The local representative was able to reproduce the noise with pocket manipulation during office testing. The therapy has now been programmed off while the doctor reviews the options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This correction report filed to make these changes: b1 adverse event/product problem is changed to adverse event and product problem b2 is changed to required intervention to prevent permanent impairment/damage h1 changed to serious injury

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The local representative was able to reproduce the noise with pocket manipulation during office testing. The therapy has now been programmed off while the doctor reviews the options. There were no additional adverse patient effects. The system remains implanted.